Event description:
It was reported that prior to starting a da vinci low anterior resection surgical procedure, it was noted that the maryland bipolar forceps instrument could not be recognized by the da vinci surgical system. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to replicate the customer reported complaint. The instrument was placed on a in-house system engagement and recognition test and passed. The instrument was recognized and was driven. The instrument moved with full range of motion. Failure analysis investigation also found the instruments main tube had deep scratches and gouges. The distal end of the main tube had various scratch marks with light material removal. The deep scratch and gouge damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states:general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.